Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. A57116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included polycystic ovarian syndrome. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain/ lower belly pain") and back pain ("pelvic radiating low back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, vaginal discharge and back pain outcome was unknown and the dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, back pain, dyspareunia, fatigue, pelvic pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint, most recent follow-up information incorporated above includes: on 14-may-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain radiating low back') in a 35-year-old female patient who had essure (batch no. A57116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included polycystic ovarian syndrome. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 7 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), back pain ("pelvic radiating low back pain") and abdominal pain lower ("pain lower abdomen"). On an unknown date, the patient experienced abdominal pain ("abdominal pain/ lower belly pain"), migraine ("migraines / headaches") and fallopian tube cyst ("other injuries or complication please describe: fallopian tube cyst"). The patient was treated with ibuprofen and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, fallopian tube cyst and abdominal pain lower outcome was unknown, the dyspareunia, fatigue, vaginal discharge and abdominal pain had resolved and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dyspareunia, fallopian tube cyst, fatigue, migraine, pelvic pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: plaintiff fact sheet received. Outcome of events dyspareunia, vaginal haemorrhage, menorrhagia were changed from ¿unknown¿ to ¿recovered/resolved¿. Events: migraines / headaches, fallopian tube cyst, pain lower abdomen were added. Treatment drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain,") in an adult female patient who had essure (batch no. A57116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included polycystic ovarian syndrome. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain/ lower belly pain") and back pain ("pelvic radiating low back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, fatigue, vaginal discharge and back pain outcome was unknown and the dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, back pain, dyspareunia, fatigue, pelvic pain and vaginal discharge to be related to essure. Most recent follow-up information incorporated above includes: on 3-may-2019: new pfs + mr received- new events added: dyspareunia (painful sexual intercourse) , fatigue, pain, vaginal discharge, lower back pain, low belly pain, abdominal pain, she did not undergo confirmation test were added. Outcome of events abdominal pain and pain after intercourse from unknown to recovered/resolved were updated. Lot number and new reporters were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.